Event description:
It was reported that the patient wanted his inflatable penile prosthesis (ipp) removed as it would not properly activate after multiple revisions. The surgeon believed that due to multiple connections to the cylinders may have contributed to a leak. These connections were done during a previous revision at a different facility. It is believed that only the pump was replaced in the previous revision. It is also believed that the patient was over sized and therefore the cylinders were unable to fully inflate, the cylinders were twisted inside of the corporatomies. The ipp was replaced with a malleable prosthesis. The patient had a good outcome with his new device.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient wanted his inflatable penile prosthesis (ipp) removed as it would not properly activate. The surgeon believed that due to multiple connections to the cylinders may have contributed to a leak. It is also believed that the patient was over sized and therefore the cylinders were unable to fully inflate, the cylinders were twisted inside of the corporotomies. The ipp was replaced with a malleable prosthesis. The patient had a good outcome with his new device.